Event description:
No additional information.

Manufacturer narrative:
It was reported by customer that they had two different primary tubing break. One sample and one photo was received for quality evaluation. Visual examination indicates that the sample separated below the lower pumping segment fitting to the tubing. The customer complaint of tubing defective / damaged was not confirmed, however, tubing separation was verified. Investigation was forwarded to the manufacturing facility. After investigation, separation between tubing and the lower fitment could be related to lack the of solvent from an incorrect insertion of tubing into the solvent dispenser by the production personnel due to opportunities with the solvent dispenser. Similar issues have been reported and an accessory was implemented to the solvent dispenser that assists the production personnel in guiding the tubing to the insertion point. The production lot of the sample indicates that the sample was produced before the accessory was implemented. A device history record review for model 2420-0007 lot number 24095407 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
It was reported that bd alaris pump module smartsite infusion set was damagedthe following information was received by the initial reporter with the following verbatim it was reported by customer that they had two different primary tubings break at the connection as pictured below at plaza infusion..

Manufacturer narrative:
Multiple batch numbers 24095407, 24095394 h.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.